Manufacturer narrative:
B3: unknown. Phone (B)(6). One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was unable to verify or duplicate the reported problem. As a preventative measure, the expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the precision test failed. There was no patient involvement.